Event description:
An instrument was inserted through the sheath to perform a biopsy. The sheath tore. The clinician was able to complete procedure with the product. No adverse patient consequences were reported.